Event description:
Allegation of falsely elevated troponin t result. Pt has history of samples testing from 0.035-0.055 ng/ml. The sample results have ben repeated and agree with all original results. A cardiac catherization procedure was performed on the pt based upon the troponin t results. The procedure did not detect cardiac damage. The sample has been provided for investigation. If add'l info is received, appropriate notification will be provided.